Event description:
A report was received that the patient had a potential infection. Symptoms were severe swelling at the back of the neck, and the physician was unable to drain any fluid. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4). Description: artisan surgical lead, 70cm, model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.